Event description:
New information received notes that the atrial lead was capped and replaced on (B)(6) 2020. It was suspected due to low impedance and noise were previously noted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for an annual follow up. Previously, it was noted that the device had some inappropriate automatic mode switch (ams) due to lead noise on the atrial lead. Also, low impedance measurements on the atrial lead were noted. Upon interrogation during the current follow up, it was noted that the impedance, sensing and capture measurements were stable, and noise was not reproducible. No intervention was performed. The patient was in stable condition and will continue to be monitored.